Manufacturer narrative:
This report is being submitted to correct information in g2 which was inadvertently not included in the initial report.

Manufacturer narrative:
During inspection and testing, the probe was found to be broken. The device failed the probe check with error code u509. In addition, the tissue pad was worn away. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe damage error and the broken probe occurred due to contact with a surgical instrument or the non-insulated area of grasping section. In the case of contact with a surgical instrument, the following likely occurred. During output in seal and cut mode, the probe came in contact with hard tissue, metal, or a surgical instrument and a scratch was made on the probe. The probe then received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. The probe then broke when load was added. In the case of contact with the non-insulated area of the grasping section, the following likely occurred. It is likely the distal end of the tissue pad was worn away because seal and cut output was activated while grasping nothing (including continued activation after cutting tissue). As a result, the tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. Seal and cut output was activated under this situation and scratches indicating that the probe and grasping section were in contact with each other were made. The probe then received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. The probe then broke when load was added. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a probe damage error occurred when using the subject device during a hysterectomy procedure. The procedure was completed using another similar device. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe). There was no harm or user injury reported due to the event.